Event description:
It was reported that during a lap sub total colectomy, two devices torn after insertion and the surgeon then converted from a laparoscopic procedure to an open procedure. No reported patient consequence.